Event description:
Information was received indicating that a smiths medical cassette was implicated in causing a "no disposable, pump wont run" alarm approximately 30 minutes after the start of infusion therapy. A different pump was used and the same cassette but the same issue arose 10 hours after restarting therapy. After replacing the disposable with a new one, the pump no longer alarmed and worked as expected. There appears to be a misalignment between the pump and cassette. There were no reported adverse events.